Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR. Report#: 1627487-2018-10210, 1627487-2018-10212. It was reported that the patient is unable to place her ipg in MRI mode, due to low impedances found on all contacts through diagnostics. Fluoroscopy imaging did not identify any anomalies. As a result, the patient plans to undergo surgical intervention at a later date.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-10210. Reference MFR. Report: 1627487-2018-10212. Follow-up identified that surgical intervention was undertaken on (B)(6) 2018 wherein the patient¿s leads were explanted and replaced with new leads. No intervention was taken with respect to the ipg. Therapy was reportedly restored postoperatively.